Event description:
The customer reported that during use of this intrex large bone oscillating saw blade (19.5 x 90 x 1.27mm) in a total knee arthroplasty (at the end of completing the femoral cuts), the surgeon noticed that there was a tooth missing from the saw blade. An intraoperative x-ray was performed, and confirmed that the saw blade tooth was not left in the patient's knee. Other than a five minutes delay, the procedure was completed as intended, with no further complications or patient injury.

Manufacturer narrative:
Conmed received the damaged intrex large bone oscillating saw blade for evaluation on (B)(4) 2013 and confirmed the reported problem of tooth breakage. A visual examination of the returned saw blade found one end tooth was broken/missing and the neighboring teeth showed signs of misuse (bent/worn down). The damaged condition of the returned blade was indicative of the user making direct contact with the metal cutting jig, metal pins, or metal retractors, which are used during a total knee arthroplasty (questionable user handling). In addition, activation of the saw while inserting or removing the blade from the cutting block can cause teeth damage and possible breakage. This device was manufactured on july 23, 2013 in a lot of 295 units. A review of the lot history records shows no anomalies were noted during the manufacturing of this lot that could have caused or contributed to this reported breakage. In addition, there were no other reports of breakage for this lot of product. The reported of "tooth breakage" is addressed in the handpiece IFU and risk analysis shows the risk level as acceptable. To reduce the risk of tip breakage and injury to the patient, the handpiece instruction for use (IFU) provided the following warnings and precautions: prior to each use, perform the following: inspect all equipment for proper operation. Ensure all attachments and accessories are correctly and completely attached to the handpiece. Do not use saw blades to pry, remove bone grafts, or as a leverage point. Patient or user injury could occur. Always inspect for bent, dull or damaged blades or drill bits before each use. Do not attempt to straighten or sharpen. Do not use if damaged. After use, dispose of properly.